Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess) the surgeon was having issues with the emitter field of view (fov) tracking appearing smaller than expected. The surgeon opted to discontinue navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not-reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2013. On (B)(4) 2013 medtronic representative performed a navigation system check-out, all the instruments verified without issue, however, the emitter field of view did appear smaller than it should. Replacing the emitter resolved the issue. RMA issued. Replacement field generator emitter shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device findings are that the field generator was connected to a test system with the ent application. A medtronic representative verified a registration probe at .6mm. Verification, tracking, and accuracy with this emitter was good and within specifications. The images in the ent application with the phantom head model looked normal. The images in the cranial application looked normal. The emitter passed the pegboard test with an error of 1.695mm. Flexing the cable does not indicate any intermittent opens. There was no fault found, fully functional, did not cause the event.